Event description:
It was reported that the coil was protruding out of the catheter upon removal. A 10mm x 30cm interlock¿ was selected and advanced to treat the target lesion located in the renal vein. During the procedure, intermittent flush was performed. When the device was inserted into a non-bsc microcatheter and advanced about 20cm, resistance was felt and it was noted that the coil became difficult to advance. While removing the device, it was noted that the coil was protruding from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).